Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample, possibly due to coagulated blood beneath the header caps. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinical manager reported that a visible internal dialyzer blood leak occurred three hours and thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. After the incident, it was noted that the fibers within the dialyzer were split. A fresenius bloodline was also in use. The patient¿s estimated blood loss (ebl) was approximately 200ml. The patient chose not to continue treatment and ended thirty minutes early. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s clinical manager reported that a visible internal dialyzer blood leak occurred three hours and thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. After the incident, it was noted that the fibers within the dialyzer were split. A fresenius bloodline was also in use. The patient¿s estimated blood loss (ebl) was approximately 200ml. The patient chose not to continue treatment and ended thirty minutes early. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.